Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Nurse reported tubing breakage during use, number of units affected 10, physical device can be returned 1, photographs available, green claim required, complaint return letter required, complaint receipt letter required.